Manufacturer narrative:
Sections with additional information as of 02-aug-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 93mg/dl. The customer¿s expected non-fasting blood glucose test result range is 200-248mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the wife non-fasting and produced test result of 118mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 06/22/2022; wife stated the meter and test strips had been purchased that day. The meter memory was reviewed for previous test result history (only two results were provided): result 1: 118 mg/dl date: (B)(6) 2021 time: 4:42pm non-fasting (wife's test result). Result 2: 93 mg/dl date: (B)(6) 2021 time: 4:18pm non-fasting.